Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated while it was being used for a procedure at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device overheated while it was being used for a procedure at the user facility. There were no adverse consequences related to this event.